Event description:
A 1.25 mm diameter x 10 mm length sprinter legend rx dilatation balloon catheter was inserted in a pt for treatment of an lad lesion. Vessel morphology was reported as moderately tortuous with severe calcification and 90% stenosis. It was reported that the sprinter legend was inserted to treat in-stent restenosis of another MFR's stent. The device was inflated to 12 atms; however, it felt that it did not inflate or that it had burst. The balloon was successfully removed from the pt. Two balloons were used to complete the case and treat the lesion site. The pt is reported to be fine and no additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results and conclusions: moderately tortuous with severe calcification and 90% stenosis. Evaluation summary: medtronic has received the device and its analysis has been completed. There was blood present in the inflation device and balloon. Negative purge confirmed the presence of a leak. A small tear was located on the balloon body distal to the distal end of the marker band. There was a long scratch immediately distal to the tear. Info received from the account confirmed that there were no abnormalities noted during preparation and negative preparation of the device. Info received from the account confirmed that some resistance was encountered during advancement. The presence of a scratch distal to the leak site suggests that the balloon material was damaged during advancement to the lesion site or crossing the deployed stent. The possibility exists that the tear occurred as the balloon was advanced due to the presence of plaque. Cd or procedural images were not provided for review.